Manufacturer narrative:
Evaluation sum;mary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used the handpiece information is unknown. An unapproved viscoelastic was used with the lens/cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 12/21/2012. (B)(4).

Event description:
A consumer reported that following intraocular lens (io) implant surgery, he is experiencing a flashing glare on the right side. While working at his computer, the fluorescent lights make his eye spasm and flicker or convulse. In the daylight or other situations with light, he has the same problems. He sees shadowing behind letters and numbers, and experiences severe halos at night. His eye is often swollen, red and has some discharge. The consumer reported he has seen a different surgeon for a second opinion and will be seeing a neuro physician at a later date. Additional information was received from the surgeon who reported the lens is well centered within the capsular bag, with a clear cornea and no inflammation. He reported the lens examination was "perfect." The surgeon reported the event continues as the consumer still reports "feeling of glare, but not seeing glare."